Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient's therapy is turning off which had only occurred twice (the first time after a CT scan in (B)(6) 2023 and the second time at the end of (B)(6) 2023). The patient also reported that falls and/or accidents happen frequently. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.